Manufacturer narrative:
The insulin pump passed displacement, operating currents, self test, off no power, a21 error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected low battery alarm noted and no failed battery alarm. However, the insulin pump was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a low battery alarm, customer changed batteries and received a failed battery test alarm. Customer had high anxiety about insulin pump malfunction and declined troubleshooting and requested that insulin pump be replaced.